Event description:
The user stated, the analyzer was giving false negative results and provided data for eight pt samples. Of the pts provided, the results for 3 samples were discrepant. Samples were repeated on the other cua analyzer at the site. Sample 1: initial erythrocyte result was negative, repeat result was "2+", initial leukocyte result was negative, repeat was "2+". Sample 2: initial erythrocyte result was negative, repeat result was "3+", initial leukocyte result was negative, repeat result was "1+". Sample 3: initial erythrocyte result was negative, microscopic result was "3-10 rbc per hpf", initial leukocyte result was negative, repeat result was "20-50 wbc per hpf". The user stated, only one erroneous result was reported and corrected, but could not provide further info. There were no adverse effects to the pt. The field service rep determined, there was a leak in the sample line tubing and repaired the tubing. He verified the analyzer operation by successfully running qc and 25 pt samples.